Manufacturer narrative:
(B)(4). Concomitant product: therapy 1 date, estimated. The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 2 weeks post implantation of 2 abbott stents in the left anterior descending (lad) and diagonal arteries, while still hospitalized, but not looking well, the patient was taken back to the catheter lab. Angiography was performed and the stents were noted to be patent; however, thrombus was noted in the right coronary artery (rca) and was aspirated. The patient became hemodynamically unstable and a code was called. Cardiopulmonary resuscitation (CPR) was initiated and a balloon pump implanted. The patient condition improved, so a 2.75 x 18 mm xience alpine stent was implanted. The patient's condition deteriorated again and CPR was initiated, but was not successful and the patient subsequently died in the catheter lab. No additional information was provided.